Event description:
Pt underwent right total knee replacement procedure. Knee immobilizer was applied after the procedure and was used throughout the hospitalization. Pt had edema in her legs. Ted hose in place. Pt developed a pressure ulcer on the posterior aspect of the right calf. The ulcer required debridement, whirlpool therapy, and antibiotic therapy. Risk mgmt aware of incident 8/17/93.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: other, misapplication of device. Conclusion: device failure occurred and was related to event, device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.